Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy into soft tissue, both slides of the device allegedly self-activated inside the patient. It was further reported that the procedure was concluded when medical intervention was required to treat a hemorrhage. The patient has reportedly recovered.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional evaluation. An x-ray showed that the cannula tangs were not fully engaging with the device housing. The investigation can be confirmed for cannula self activation, however, it is inconclusive for stylet self activation. The bent bumper likely contributed to the poor tang engagement resulting in the reported self-activation. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided kidney biopsy into soft tissue, both slides of the device allegedly self-activated inside the patient. It was further reported that the procedure was concluded when medical intervention was required to treat a hemorrhage. The patient has reportedly recovered.